Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed motor error during the prime process. The customer's blood glucose was over 600 mg/dl. She stated that she was changing the infusion set and was priming the insulin pump when the alarm occurred. The customer did not observe any significant events leading to the alarm. She stated that the insulin pump had not been dropped or bumped. She also reported that the insulin pump alarmed no delivery while she was sleeping prior to the motor error alarm. She declined troubleshoot assistance for the no delivery alarm. She was able to complete the rewind sequence, but the motor error alarm recurred when she attempted to prime. She was advised to discontinue use of the insulin pump and revert to a back-up plan. She was advised to replace the insulin pump and agreed to return the device for analysis. She was advised to consult a doctor to treat for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.